Event description:
It was reported that the implantable cardiac monitor exhibited intermittent ventricular undersensing. The sensitivity settings were adjusted and the device would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.